Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 3.5x38mm rx xience xpedition stent delivery system the protective sheath and stylet were removed and the stent dislodged and came off the balloon and was found inside the protective sheath. There was no resistance noted during removal of the stylet or protective sheath. The device was not used and there was no patient involvement. A new xpedition was used to successfully complete the procedure. There was no clinically significant delay in procedure reported. No additional information was provided.